Manufacturer narrative:
Paolo fioramonti, stefano lovero, juste kaciulyte, diego ribuffo and jacopo m. Frattaroli. "An unusual case of late hematoma after implant-based breast reconstruction mimicking an anaplastic large cell lymphoma: a case report and literature review. European journal of plastic surgery (march 2021). (B)(4). The event of capsular contracture and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, hematoma, adhesion and necrosis.

Event description:
Through journal article "an unusual case of late hematoma after implant-based breast reconstruction mimicking an anaplastic large cell lymphoma: a case report and literature review,"," healthcare professional reported "patient presented with swelling, increase in breast volume, discomfort but no pain", "breast deformity, an enlarged volume of the left breast and increased tension and slight inflammation of the overlying skin", "peri-prosthetic late hematoma of 1500ml and severe capsular contracture," baker grade not specified, and "a strange black, exophytic intra-pocket formation close to thoracic wall with soft consistency was noted." - the capsule, shaved black formation, and a fragment of wound bottom (adherent to the rib and corresponding to the back of black formation) underwent pathology examination. Pathology results showed a dense hyaline fibrous capsule without neoplastic cells. Hemosiderin pigment accumulation and specific inflammatory cells were found in the black formation, which was described as fibrous tissue with hemosiderin pigment. The fragment of wound bottom showed rearrangement phenomena and necrosis areas of the superficial rib cartilage. Pathological analysis of peri-prosthetic fluid showed no neoplastic cells and serological tests were negative for alcl. Differential diagnosis with anaplastic large cell lymphoma (alcl) was considered and potential causes of hematoma were evaluated. Constant pressure forces on chest wall were defined as the pathophysiological cause." Affected side is left. Device was explanted. Patient diagnosed with "obstructive chronic broncopathy and "moderate peri-cardial effusion", which are not related to the device.